Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: after firing the blue 30mm cartridge of the endo gia for the gastro-jejunostomy, it was not possible to retract the black release button to open the jaws. The surgeon had to cut out the cartridge.